Event description:
It was reported that the autoclavable camera head had a suspected disconnection during set up in room, before patient in room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.